Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Lead positioning not beneficial for synchrony.

Event description:
It was reported that the patient was seen in the electrophysiology lab. Physician had alleged that the left ventricular lead was not working and it was programmed off. It was suspected that the lead was in a position that was not providing beneficial synchrony to the patient. Physician decided to remove and replace the entire system due low remaining battery life. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.